Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that low blood glucose levels and a button error alarm and unresponsive buttons. The customer's blood glucose reading was 45 mg/dl. Customer stated that the insulin pump may have been exposed to moisture. The customer was advised to revert to a backup plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
All buttons did not respond due to corroded keypad traces. No button error alarm noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.